Manufacturer narrative:
(B)(4). Field safety technician was sent for investigation and found defective pump head. The complete pump head was replaced and tested - found satisfactory. Both rollers are working. The failure could be confirmed. Pump head complete: article no. 70105.3016. Serial no. (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that during priming/setup occlusion was not proper(rollers are not holding the occlusion). After one hour running time both the rollers occlusion were too tight. (B)(4).